Event description:
It was reported that the pump was immersed and subsequently no longer responsive. There was no reported impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.